Event description:
Nellcor received a report of leaking at the proximal connection of an 8dct tracheostomy tube. The customer reported that the patient was being ventilated at the time of the alleged report. There was no patient harm and the tube was replaced without incident.